Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the control panel would not stay closed, preventing the unit from ventilating. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the adjustable pressure limiting valve was not replaced to correct the reported fault as initially reported. The control panel was replaced, and the unit was returned to service.